Event description:
Reporter indicated that the pt was experiencing an increase in intractable seizures with apnea. The physician decided to replace the device even though it did not indicate end of service. Following surgery, it was reported that the pt's seizure level is back down to normal. Product was returned to manufacturer, but analysis is pending.